Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubie pockets in the half-height cubie drawer 4 was not visible on the bus, even after a hard restart. A field service engineer (fse) opened the back of the drawer and remade all internal connections within the drawer to resolve the issue. After these actions, the system functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer 4.2 was failed and not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.